Event description:
Boston scientific received information that this patient was undergoing a procedure and electrocautery mode was not programmed on. The caller programmed electrocautery mode on, and the device failed to capture for three beats. Therefore, the mode was programmed off again. This patient does not have an underlying rhythm. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the clinical observations and explained how this feature functions. The caller stated that a temporary pacemaker was going to be utilized. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.